Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a ligament repair, the footprint ultra anchor was broken during implantation. The fragments were removed using tweezers and a backup device was used in the original bone hole to complete the procedure. A delay greater than 30 minutes and no other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found a broken anchor with debris and a bent anchor inserter. An analysis of the customer provided image found an anchor with a flattened tip that is bent and broken. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the raw materials found that a material certificate of analysis is required. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. No containment or corrective actions are recommended at this time.